Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported failure is user error, specifically side-loading the device during use.

Event description:
On 09/24/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-7300ds 3mm x 7cm dissector was defective. At the beginning of the procedure, no residue was released. However, about 10 minutes later, residue came out during a case in which no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.